Event description:
It was reported to tycohealthcare/kendall on 8/20/02 that a patient had a problem with a foley catheter. The customer alleges that after a primary urethral catheter was inserted a second suprapubic catheter was inserted. According to the customer both catheters wre functioning properly until the suprapubic catheter developed a tear. The customer states that the suprapubic catheter stopped working and caused the patients bladder to rupture.